Event description:
Lenstec, inc. Received an email notification stating "iol was scratched. There was no patient injury and another lens was implanted."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, we have not received any other complaints from these batches. Based on our investigation, lenstec concludes that the damage seen on the lens was probably to facilitate its removal from the eye. No scratch was seen on the returned lens as reported by the doctor.

Manufacturer narrative:
This event is under investigation. Once additional information is available a supplemental report will be submitted.

Event description:
Lenstec, inc. Received an email notification stating "iol was scratched. There was no patient injury and another lens was implanted."